Event description:
It was reported that the lead exhibited loss of capture at maximum output. The base rate was lowered to ddd 50 ppm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.